Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a small hole in the bd alaris¿ pump module smartsite¿ infusion set tubing that caused fluid to squirt out. The following information was provided by the initial reporter: "after starting an lr bolus, fluid squirted out of the IV tubing though what appears to be small hole."

Manufacturer narrative:
H.6. Investigation summary: a complaint of a pinhole on the tubing causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22046143 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 23apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a small hole in the bd alaris¿ pump module smartsite¿ infusion set tubing that caused fluid to squirt out. The following information was provided by the initial reporter: "after starting an lr bolus, fluid squirted out of the IV tubing though what appears to be small hole."